Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an intervention in digestive surgery, we used 3 catheters ch 18 for urinary drainage, all 3 were porous or pierced in the patient's bladder. All these 3 catheters were tested prior to use and none had an issue. Each time the bag fell from the patient. To continue the intervention we used a ch 16 catheter.

Manufacturer narrative:
(B)(4). The device lot number and catalogue number provided was not exist in system; therefore, a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted and an investigation was based on document review. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. No deflation issue was observed. Balloons are still inflated to its normal condition and shape. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. No issues were observed. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that during an intervention in digestive surgery, we used 3 catheters ch 18 for urinary drainage, all 3 were porous or pierced in the patient's bladder. All these 3 catheters were tested prior to use and none had an issue. Each time the bag fell from the patient. To continue the intervention we used a ch 16 catheter.